Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump battery could not be charged despite multiple charging cables. The customer customer's blood glucose was 109 mg/dl. The customer reverted to manual injections for alternate insulin therapy.